Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was clogging during use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: material no. 367296, batch no. 8k1281. It was reported the there were clogging. (2 of 4) date of event (B)(6) 2019. There was issues with the clogging during several draws, spoke with the customer and she explained they tried the 21 gauge slbcs on 4 patients and after 60 ml, the blood stopped flowing. She explained that the phlebotomist is very experienced and would know if the needle was not positioned correctly in the vein and know how to correct the situation. She thought that the smaller bore needle might cause the blood to clot. She explained that she would need to go to another company to get a 19 gauge safety needle.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to insufficient blood flow (caused by clogging) as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for insufficient blood flow (caused by clogging) with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was clogging during use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: material no. 367296, batch no. 8k1281. It was reported the there were clogging. (2 of 4). Date of event (B)(6) 2019. There was issues with the clogging during several draws, spoke with the customer and she explained they tried the 21 gauge slbcs on 4 patients and after 60 ml, the blood stopped flowing. She explained that the phlebotomist is very experienced and would know if the needle was not positioned correctly in the vein and know how to correct the situation. She thought that the smaller bore needle might cause the blood to clot. She explained that she would need to go to another company to get a 19 gauge safety needle.